Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that their insulin pump was experiencing power error detected alarms. Blood glucose level at the time of call was unknown. Troubleshooting was performed and the device will be returned for analysis.